Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported under infusion which was not reproduced. The device underwent flow rate testing and was found to infuse within specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during testing. The device was programmed to deliver 20 unknown units and was found to deliver 17.5 unknown units during the flow accuracy test. There was no patient involvement associated with this event. No additional information is available.